Event description:
It was reported that the bd intima-ii¿ closed IV catheter system extension tube was broken causing leakage. The following information was provided by the initial reporter, translated from chinese: "the head nurse of pediatrics reported that the extension tube was broken, fluid was found leaking from the extension tube when the nurse flushed."

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2020 was used based on age of patient. Investigation summary: DHR review(lot#2011057): 1)t he complaint gauge is 24g, assembly at auto line 2 in jan. 2022, packaging at r240 packing machine in jan. 2022, lot quantity is 198k. 2) review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. 3) review the production records and machine troubleshooting records for this lot products,no abnormality, deviation or rework activity. 4) the extension tubing lot number for this lot products is lot#1319357/1360802/2018940, review the incoming inspection results, no abnormal for it. 2. A photo was returned from the customer, no defect sample was returned. The photo shows that the extension tubing about 3cm from the catheter hub is almost completely broken, and the broken surface is flat. 3. Possible cause analysis: 1) according to the complaint, after 47 hours of indwelling, the nurse found fluid leakage from the extension tubing when flushing the tube, indicating that there was no abnormality in the initial use of the indwelling needle. 2) the extension tubing is almost completely broken, and the broken surface is flat, suspect to be caused by sharp objects. 4. Relevant functional tests of the retained sample of this batch, please refer to the attached test report. 1) leakage test the retained sample, and the test is qualified, no leakage from the extension tubing. 2) the drawing force of the extension tubing is tested, and the test results are within the product specification. 5. No same complaint was received from the complaint lot. Conclusion(s). No abnormality is found on process and the retained sample, and there is no abnormalities in the initial use of the product. The returned photo shows that the extension tubing about 3cm from the catheter hub is almost completely broken, and the broken surface is flat, suspect to be caused by sharp objects, and cannot be determined to be related to product quality.